Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness under the electrodes. The patient reported having a nerve condition that is causing itchiness in one area. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's rn informed her to apply a moisturizer for the irritation to alleviate the itching, the patient reported she cut back on the moisturizer. The medical outcome is unknown. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness under the electrodes. The patient reported having a nerve condition that is causing itchiness in one area. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's rn informed her to apply a moisturizer for the irritation to alleviate the itching, the patient reported she cut back on the moisturizer. The medical outcome is unknown.